Event description:
It was reported the patient was experiencing discomfort at her ipg pocket site. The patient stated she can feel her ipg moving around the center of her back. It was noted the patient was receiving effective stimulation coverage in all her painful areas. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.